Manufacturer narrative:
Lifting handle. MFR¿s investigation is still ongoing; if add¿l info is received, a follow up report may be submitted.

Event description:
It was reported by the customer that the cot collapsed at the head end. It was reported that the patient had broken his collarbone. MFR¿s investigation is still ongoing; if add¿l info is received, a follow up report may be submitted.